Event description:
Per the clinic, the patient was placed under general anesthesia (specific date not reported) in order to perform an assessment of the abutment and implant state. The implanted device remains.

Manufacturer narrative:
This report is submitted on november 23, 2021.